Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent a tevar procedure to treat an aneurysm utilizing a gore® dryseal flex introducer sheath. Reportedly, when getting ready to put device in the 24fr sheath, physician took the dilator out and in doing so ruptured the common and internal iliac artery leading to patient death. There were no anatomical challenges with tortuosity or calcium but one side had smaller access so physician used other side access and patient death is due to procedural issue with the dilator. Further information is not available.

Manufacturer narrative:
C20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. IFU statements: the dryseal sheath device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. Warnings: ¿ adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. ¿ if vessel size is smaller than the nominal body od (table 1), major bleeding, vessel damage, or serious injury to the patient, including death, may result. Instructions for operation or use: sheath preparation - 2. Verify the vessel is of adequate diameter and tortuosity to accommodate the introducer sheath. 8. Insert the dilator tip through the valve and into the sheath until the locking cap on the dilator is in contact with the mating surface of the valve. Lock the dilator to the valve body by twisting the locking cap (clockwise) on the dilator until the pointer on the dilator cap aligns with the ¿lock¿ icon on the valve body. This ensures that the tapered portion of the dilator is beyond the leading end of the introducer sheath tip. This will optimize the flexibility of the leading end of the dilator and ensure that the dilator stays in place while advancing the introducer sheath with dilator into the patient¿s access vessel. 9. Hydrophilic coating activation: wet the entire outer surface of the sheath tube with either sterile saline or water to activate the hydrophilic coating. Note: it is important to keep the sheath tube outer surface wet/slippery to touch throughout the procedure and during insertion of the introducer sheath. Once the hydrophilic coating is activated, the sheath outer tube will be wet and slippery. Activate the introducer sheath coating immediately prior to inserting into the vasculature. For procedures of extended duration, it may be necessary to reactivate the hydrophilic coating. This can be achieved through minor rotational movement of the sheath to allow blood to reactivate the coating. Ensure the dilator is locked to the introducer sheath valve prior to insertion into the access vessel or prior to any sheath advancement while in the patient¿s vasculature. Potential device and procedure-related adverse events: possible adverse events and complications that may occur with the use of gore® dryseal flex introducer sheath or any introducer sheath or in any endovascular device insertion procedure and which may or may not require intervention include, but are not limited to (shown in english alphabetical order): ¿ blood loss, bleeding, hematoma. ¿ death. ¿ vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.